Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for elevated short interval counts (sic) and non-sustained tachycardia (nst) episodes. An x-ray confirmed part of the distal coil was partially on the atrial side near the valve. Reprogramming was performed to true bipolar configuration. A recheck after the change confirmed the noise went away. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the right ventricular lead integrity alert triggered. The analyst noted that the (lia) rv lead integrity alert warning occurred for increase sic count and 2 or more high rate-ns episodes <(><<)>200ms on (B)(6) 2015. Additionally, sic count went up to 1558 in 10 days averaging around 150 sic per day. Evidence of oversensing has been noted on vt-ns and high rate-ns episodes between (B)(6) 2015. (B)(4).